Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported a 14mm amplatzer septal occluder was chosen for implant on (B)(6) 2022. During the procedure, the device was positioned however the user reported the device presented in a "dog bone" shape deformation with a large intra-prosthesis shunt. The device was removed and exchanged for a 12mm amplatzer septal occluder which was placed successfully. The patient remained stable throughout the procedure.

Manufacturer narrative:
An event of device deformation was reported. A returned device assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications.please note that per the instructions for use,"use echocardiographic measurements and an amplatzer¿ sizing balloon ii to determine the diameter of the defect."

Event description:
It was reported a 14mm amplatzer septal occluder was chosen for implant on(B)(6). 2022. During the procedure, the device was positioned however the user reported the device presented in a "dog bone" shape deformation with a large intra-prosthesis shunt. The device was removed and exchanged for a 12mm amplatzer septal occluder which was placed successfully. It was stated that there was anatomical inference due to oversizing. There was no angulation or kink in the delivery system. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information has been provided.